Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? Were there any patient consequences? If yes, please describe.

Event description:
It was reported that during an unknown procedure, the device did not form b-shape at the proximal part of the anastomosis site. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n56539. Device evaluation: the analysis results found that the tlc55 device was received with no apparent damage with tyvek present and with a cartridge reload present. The reload was received with the swing tab in the unlocked position. The cartridge reload had the proximal 3 drivers up without staples, and the remaining drivers down with staples present. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The device was tested for functionality with the returned cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.